Manufacturer narrative:
Pump error 63 alarm confirmed in the insulin pump history and during self test due to broken trace. No pump error 53 alarm found at the insulin pump history noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer's blood glucose level was 191 mg/dl and 183 mg/dl. The customer stated that they was able to clear the alarm. The customer was performed self test and it was pass. The insulin pump will be returned for analysis.